Manufacturer narrative:
The company rep examined the system and replaced the host module. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).

Event description:
A customer reported the surgeon was half way through the phacoemulsification when the system displayed a system message. The system was rebooted three times, but the message could not be cleared. The system was switched out and the case was completed after a 20 minute delay. There was no pt harm reported.